Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the patient allegedly experienced pulmonary embolism. Approximately four years and eleven months post filter deployment, a computed tomography scan demonstrated nonocclusive thrombus within the ivc from the filter apex to the intrahepatic vein with a filter limb extending into the right ovarian vein. The following day, a suprarenal filter was deployed and extensive thrombus was identified within the filter. A mechanical thrombectomy was performed of the inferior vena cava. Multiple attempts were made to retrieve the filter; however were unsuccessful. At some time post filter deployment (date not provided) the patient expired. No information was provided leading up to or surrounding the patient¿s death. The cause of the patient¿s death was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of venous thrombosis of the right lower extremity was scheduled for inferior vena cava (ivc) filter placement. The right jugular vein was accessed and an ivc venogram was performed which demonstrated flow from normal bilateral renal veins. A retrieval ivc filter was deployed in the infrarenal segment of the inferior vena cava. Post placement images demonstrated adequate positioning of the filter with complete expansion of the legs and arms. The sheath was removed and hemostasis was achieved. The patient was in stable condition at the conclusion of the procedure. Approximately four years eleven months post filter deployment, the patient presented with complaint of acute lower quadrant pain. CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter in stable position with a nonocclusive thrombus 10 cm in length and 15 mm in diameter extending superiorly from the ivc filter to the intrahepatic portion of the ivc. The following day, the patient was scheduled for mechanical thrombectomy of the iliocaval system and pharmacomechanical thrombectomy of the iliofemoral system. The left internal jugular vein was accessed and an infusion catheter was placed with the tip in the right atrium. The right internal jugular vein was accessed and a vascular sheath was placed with the decision made to place a suprarenal ivc filter. Next, the right iliocaval system was recanalized with a guidewire and catheter combination. The mechanical thrombectomy and aspiration thrombectomy was performed from the right atrium to the inferior vena cava filter. Using the popliteal approach, mechanical thrombectomy of the inferior vena cava was performed and the clot was pushed to the supra-filter portion and aspirated by the thrombectomy cannula. Next, self-expandable stents were inserted into both common iliac veins and were stented using a kissing balloon technique. Both stents were dilated with angioplasty balloons. Following thrombectomy, bilateral lower extremity venograms were performed which demonstrated interval improvement of the thrombus within the femoral system. A central venogram was performed which demonstrated extensive thrombus within the suprarenal ivc extending from the filter to the right atrium, which was aspirated successfully using a thrombectomy device. Multiple attempts to remove the ivc filter were performed; however, the filter could not be retrieved. Post stent venogram demonstrated excellent results with normal antegrade flow towards the heart. The patient was hemodynamically stable at the conclusion of the procedure without complication. The patient was discharged from the hospital approximately fourteen days post thrombectomy procedures. One day post discharge, the patient presented to the hospital with vague complaint of twitching and malaise and laboratory workup demonstrated low calcium. The plan was to continue coumadin indefinitely. The patient was discharged approximately five days post hospital admission. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four years eleven months post filter deployment, a CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter in stable position with a limb extending into the right ovarian vein. A nonocclusive thrombus 10 cm in length and 15 mm in diameter extending superiorly from the ivc filter to the intrahepatic portion of the ivc was also identified. A central venogram was performed which demonstrated extensive thrombus within the suprarenal ivc extending from the filter to the right atrium, which was aspirated successfully using a thrombectomy device. Multiple attempts to remove the ivc filter were performed; however, the filter could not be retrieved. Therefore, based on the provided medical records the investigation can be confirmed for occlusion within the device, unintended movement of the filter, and retrieval difficulties. However, it is inconclusive for the alleged pe after filter implantation as the medical records do not allege any pe after the filter was implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Do not attempt to remove the eclipse filter if significant amount of thrombus are trapped within the filter or if the filter snare hook is embedded within the vena cava wall. Caval thrombosis/occlusion. Occlusion of small vessels. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the patient allegedly experienced pulmonary embolism. Based on a review of medical records received, approximately four years eleven months post filter deployment, CT scan demonstrated nonocclusive thrombus within the ivc from the filter apex to the intrahepatic vein with a filter limb extending into the right ovarian vein. The following day, a suprarenal filter was deployed and extensive thrombus was identified within the filter. A mechanical thrombectomy was performed of the inferior vena cava. Multiple attempts were made to retrieve the filter; however were unsuccessful. At some time post filter deployment (date not provided) the patient expired. No information was provided leading up to or surrounding the patient¿s death. The cause of the patient¿s death was not provided.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of venous thrombosis of the right lower extremity was scheduled for inferior vena cava (ivc) filter placement. The right jugular vein was accessed and an ivc venogram was performed which demonstrated flow from normal bilateral renal veins. A retrieval ivc filter was deployed in the infrarenal segment of the inferior vena cava. Post placement images demonstrated adequate positioning of the filter with complete expansion of the legs and arms. The sheath was removed and hemostasis was achieved. The patient was in stable condition at the conclusion of the procedure. Approximately four years eleven months post filter deployment, the patient presented with complaint of acute lower quadrant pain. CT scan of the abdomen and pelvis demonstrated an infrarenal ivc filter in stable position with a nonocclusive thrombus 10 cm in length and 15 mm in diameter extending superiorly from the ivc filter to the intrahepatic portion of the ivc. The following day, the patient was scheduled for mechanical thrombectomy of the iliocaval system and pharmacomechanical thrombectomy of the iliofemoral system. The left internal jugular vein was accessed and an infusion catheter was placed with the tip in the right atrium. The right internal jugular vein was accessed and a vascular sheath was placed with the decision made to place a suprarenal ivc filter. Next, the right iliocaval system was recanalized with a guidewire and catheter combination. The mechanical thrombectomy and aspiration thrombectomy was performed from the right atrium to the inferior vena cava filter. Using the popliteal approach, mechanical thrombectomy of the inferior vena cava was performed and the clot was pushed to the supra-filter portion and aspirated by the thrombectomy cannula. Next, self-expandable stents were inserted into both common iliac veins and were stented using a kissing balloon technique. Both stents were dilated with angioplasty balloons. Following thrombectomy, bilateral lower extremity venograms were performed which demonstrated interval improvement of the thrombus within the femoral system. A central venogram was performed which demonstrated extensive thrombus within the suprarenal ivc extending from the filter to the right atrium, which was aspirated successfully using a thrombectomy device. Multiple attempts to remove the ivc filter were performed; however, the filter could not be retrieved. Post stent venogram demonstrated excellent results with normal antegrade flow towards the heart. The patient was hemodynamically stable at the conclusion of the procedure without complication. The patient was discharged from the hospital approximately fourteen days post thrombectomy procedures. One day post discharge, the patient presented to the hospital with vague complaint of twitching and malaise and laboratory workup demonstrated low calcium. The plan was to continue coumadin indefinitely. The patient was discharged approximately five days post hospital admission. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the patient allegedly experienced pulmonary embolism. Based on a review of medical records received, approximately four years eleven months post filter deployment, CT scan demonstrated nonocclusive thrombus within the ivc from the filter apex to the intrahepatic vein with a filter limb extending into the right ovarian vein. The following day, a suprarenal filter was deployed and extensive thrombus was identified within the filter. A mechanical thrombectomy was performed of the inferior vena cava. Multiple attempts were made to retrieve the filter; however were unsuccessful. At some time post filter deployment (date not provided), the patient expired. No information was provided leading up to or surrounding the patient¿s death. The cause of the patient¿s death was not provided.